Event description:
A liability claim was raised. It was reported the patient was implanted a durom acetabular component 48/42 code h on unknown date. The patient was revised on (B)(6) 2014 due to loosening. Since the implantation date was not reported, this case will be treated as one of the cases for which zimmer implemented a notification in july 2008.

Manufacturer narrative:
This case was reopened on january 20, 2017 to enter additional information which was received on january 16, 2017. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 48/42 code h on the right side on (B)(6) 2008. The patient was revised due to metallosis, loosening, pain and inflammation.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. The device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective acton for this product wa reported to the FDA in july 2008 as notifications z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).